Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the scope was bent on the proximal end. There was distal fiber breakage and stains in fiber system. Additionally, the image is very unclear, likely caused by the damage to the shaft. There was no patient injury or harm. Based on the evaluation, the likely cause of the blurry image is due to debris and bending is due to mishandling caused by excessive force. No additional information was made available at this time. The instruction manual states ¿inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found.¿

Event description:
It was reported to olympus that during preparation for a patient procedure, the image from the ureteroscope was blurry. The procedure was completed with another scope. The patient is reportedly recovering well and there was no patient injury or harm. No additional event and/or patient information was provided.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.